Event description:
On (B)(6) 2012, the patient left animas a message requesting a callback back to troubleshoot her high blood glucose of 282 mg/dl. There was no report of any symptoms or medical intervention to suggest a serious injury at the time of concern. Animas made several attempts to contact the patient back for more information and to assist the patient accordingly but was not successful. This complaint is being reported due to a potential product malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.